Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: although the reported low flow alarms were confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be conclusively determined through this investigation. The beginning of the system controller event log file contained events associated with the initialization of the controller due to implant. There was 1 low flow alarm captured at 18:01:00 when flow dropped to 2.3 lpm. Then, at 21:38:35 on 04jun2019, estimated flow dropped to 0.4 lpm, triggering constant low flow alarms. During this time, power ranged dropped as low as 2.895 w, suggesting that there was no thrombus in the body of the pump. At 22:33:01 on 04jun2019, the driveline was disconnected and the controller was then powered off at 22:34:04, consistent with the account¿s report of a controller exchange. No other atypical alarms were observed, and the pump speed operated at the set speed for the duration of the log file prior to the driveline disconnect. The decrease in power during the constant low flow alarms, along with the lack of alarms to suggest any instability of the pump¿s rotor, suggest that there was no thrombus in the body of the pump. Furthermore, the account reported that there was no obstruction of the outflow graft as well as evidence of flow into the inflow cannula. It was reported that the low flow alarms resolved following a controller exchange. The patient remains ongoing on vad support. The introduction of the hm3 IFU explains the pump parameters, including pump flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. Hypertension is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is against the lvas kit. The system controller was reported under MFR. Report #2916596-2019-02805. Approximate age of device- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient was transported to a central venous line (cvl) and pulmonary artery (pa) catheter placed to permit moving infusions to this side. The doctor had obtained right internal jugular (rij) access and had placed dilated in anticipation of placing 31f protek duo cannula. The patient then abruptly had a combination of a drop in lvad flow to ~0.3l with low flow alarms and map in the 40's. The vad team escalated pressors, gave volume, and completed the rvad connection. They were able to achieve greater than 3l of flow with mild increase in lvad flow to 0.8-1.0l. There was a concern that the abrupt change could have reflected acute vad thrombosis, particularly in light of her history of thrombosis of lv vent cannulae prior to lvad implantation. A stat transesophageal echocardiography (tee) was arranged. The patient was maintaining systemic bp of map 70-75, although pa pressures had increased substantially. Tee showed adequate rv function, lv with modest contractility, no flow through oversewn aortic valve, and evidence of flow into the inflow cannula and pulsatile flow in the outflow cannula into the aorta. The patient's chest packing was emergently opened to confirm there was no obstruction of outflow graft and none was seen. There was somewhat of a hum in the outflow graft, but described as diminished compared to typical flow. Arterial-blood gas (abg) test was reassuring. It was considered the controller was malfunctioning so the controller was exchanged and flow immediately increased to 3.5l. The team was able to briskly de-escalate drips for hypertension and rvad flow decreased to 3l. The chest was washed out and re-packed. Log file analysis captured low flows starting on (B)(6) 2019. The controller was exchanged on (B)(6) 2019. There were no other unusual events seen within the log files. No additional information was provided.